Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high active (operating) current, fault isolated to the electronic assembly. The electronic assembly was inspected and no obvious burned components or heat related damage noted.

Event description:
Information received by medtronic indicated that the insulin pump required to change the battery twice every day. The customer reported replace battery alarm and low battery alarm on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.